Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was at school when his cgm alarmed for a low reading (exact value not recalled). He was unsure whether he was experiencing symptoms at that time. The school nurse checked his blood sugar with a meter and reported that it was high (exact value not recalled), then contacted his mother. She picked him up from school and brought him directly to the emergency room. In the emergency room (ER), his blood glucose was high (unable to recall the value). She does not recall the egv at that time. He was treated with IV fluids (saline) and insulin injections. The patient remained hospitalized for a day and was still not feeling well at the time of discharge. No other details were documented. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.